Manufacturer narrative:
Customer followed up regarding the issue, clarified the dates of occurrence, and the pump was replaced.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump and a manual insulin injection. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly, the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps for cartridge. Tandem clinical support educated the customer to follow the proper air removal steps. Customer changed pump supplies and ultimately reverted to an alternate method of insulin therapy to address the issue. Customer¿s blood glucose (bg) level was intermittently displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.